Manufacturer narrative:
(B)(4). Evaluation method: device history could not be reviewed as no serial number was provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Event description:
Medtronic received info that this bioprosthetic valve was explanted (implanted duration unk), due to aortic expansion. No adverse pt effects were reported.